Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial# (B)(6), product type product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The patient reported they had an MRI on september 9th, and they are getting error code 156 (application restarting due to system error) "periodically" since on their ptm (personal therapy manager). The agent reviewed meaning of code. The patient confirmed they are able to connect to the pump, but it takes "about 4-5 minutes" to get connected. The patient would monitor and call back if issue persists.